Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's blood glucose was 552 mg/dl. Customer administered manual injections to address bg level. Reportedly, the customer reverted to an alternate method insulin therapy.